Event description:
A caller reported encountering a continuous glucose monitor (cgm) error, specifically error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided a complete pump reset procedure and assisted the caller in resetting the pump, resolving the issue. The caller successfully started their sensor session without further errors.